Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the compressor is locked up. Associated malfunction for this device: sieve beds saturated.